Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of reav2351 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reav2351) have been reported from the same brazil facility. Device has not yet been returned for evaluation.

Event description:
It was reported that the catheter fractured. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of fractured catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 5 fr dual lumen groshong nxt catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed in the extension leg of the proximal (red) lumen, approximately 2 mm distal to the strain relief of the luer hub. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 's' shaped split. Tensile weakness at the fracture site (due to material ballooning prior to burst). Granular fracture surface texture (typical of tearing failure modes). The nursing procedure manual can be found online at www.bardaccess.com and provides the following guidance: ¿do not use a syringe smaller than 10ml to flush or confirm patency. Patency should be assessed with a 10ml or larger syringe with sterile saline. Upon confirmation of patency, administration of medication should be given in a syringe appropriately sized for the does. Do not infuse against resistance. Infusion pressures should never exceed 25 psi. Smaller syringes generate more pressure than larger syringes.¿ the nursing procedure manual also provides guidance for re-establishing catheter patency in the event the catheter becomes occluded or resistance is felt during flushing. A lot history review (lhr) of reav2351 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reav2351) have been reported from the same (B)(6) facility.

Event description:
It was reported that the catheter fractured. No other information was provided.